Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used for the resection of the stomach. There was a problem unloading the device. The surgeon had fired to reloads successful and the issue occurred with the third reload. The stapler fired ok, however, when the surgeon pulled back on the levers to open the jaws, they would not open. The surgeon then manipulated the device for a few minutes (changing the articulation and pulling on the jaws) and was able to open the jaws and release the stomach tissue. In order to resolve the issue and complete the case, a new manual stapling handle was used. There was no patient harm. The patient outcome is alive, no injury.